Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.. A review of the device history record for sn (B)(4) was performed from 09/04/2019 to 08/25/2020 and note that this device has been returned for service 1 time, without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device allegedly had an issue with display screen.